Manufacturer narrative:
Investigation under iaca (B)(4) is ongoing. (B)(4).

Event description:
The surgeon attempted to implant a silicone lens model aa4204vp and was damaged while advancing. The lens was not implanted and there was no patient injury. The facility believes the lens was damaged by the cartridge.